Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) exhibited a possible infection less than one week post-implant. The physician stated that patient comorbidities may have contributed to the event. The device was explanted. No further patient complications were reported.